Event description:
The patient's generator and lead were replaced due to high impedance. Per historical hospital policy, product return is not expected. No further relevant information has been received to date.

Event description:
It was later reported that during the full revision surgery, after generator replacement the impedance was still high. They disconnected the generator and went to replace the lead as well. The nerve was found to be highly scarred, in part because of the presence of the existing lead encircling the nerve. We also noted that the lead tail passed behind not in front of the scm muscle. The nerve was gently skeletonized for a length of approximately 2 cm below the location of the original lead. The old lead was divided as close to the nerve has possible but there remained a few millimeters distal to the distal most aspect of the electrode that could to be safely dissected. New lead was attached and then the generator was connected. Impedance was within normal limits after this.

Event description:
It was reported that the patient's device is showing high impedance. No surgical intervention has occurred to date. No additional information has been received to date.